Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - 15961- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states event occurred on 07-jun-2024, 08-jun-2024, 09-jun-2024. It was reported that patient faced three event of infusion set fell off. The infusion set had been in use for 1-4 hours of insertion. Patient replaced infusion set and resumed insulin successfully. No further information was available.